Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported an uncut area in the side cut at the twelve o'clock position. Additional information as been requested.

Manufacturer narrative:
Additional information provided. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Review of the logfiles for the whole treatment day shows no relevant errors or warnings that could contribute to the reported event. During start-up of the system the vacuum check, the energy check and the ablation tests were performed without error or any problems. The logfile shows all treatments were finished successfully on that day. The energy is stable during the day. No relevant deviation between planned and performed energy is detectable for these treatments. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).